Event description:
It is reported that the patient did not have full range of motion in the knee. Subsequently, manipulation was attempted in the surgeon's office, but failed. Patient was taken to the operation room the following day where it was discovered that the articular surface post had sheared off.

Manufacturer narrative:
Evaluation summary: compatibility could not be verified as only the articular surface part and lot numbers were provided. Device history records were reviewed and found conforming for the articular surface. Review of the returned photograph confirms the posterior stabilizing spine has fractured off. The quality of the photograph does not allow for analysis of the condition of the component. Operative notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Attempts have been made to obtain additional information however no information has been received to date. A definitive root cause cannot be determined with the information provided. Evaluation codes: device history records were reviewed and found conforming for the articular surface. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated.